Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an abdominal aortic aneurysm treatment procedure a balloon burst occurred. The aneurysm was located in the abdominal aorta. The physician positioned an aortic endoprosthesis and advanced the (B)(4) equalizer balloon catheter for post-dilation. The balloon was inflated two times using unspecified atms, however, the balloon burst during the second inflation. The balloon was not pulled back into the guide catheter between the inflations. The balloon was removed intact. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is stable.